Event description:
It is reported that the box was opened and it was noted that the stem tip had penetrated through both plastic layers of the inner packaging. There is no damage on the outer packaging and the outer packaging seals were intact before being open at the time of surgery. A different device was implanted.

Manufacturer narrative:
Evaluation summary: the device has been transported an unk number of times. This event is likely due to transit damage. Evaluation: returned for review is an m/l taper stem which has protruded through both the inner and outer cavity plastic walls. The plastic wrap has been opened at one end but is still surrounding the product carton, and is visibly abraded and damaged. Device history records indicate all components were manufactured and inspected to specification.